Event description:
Dear dr. (B) (6), my name is (B) (6), and I was given five CT-scans in a period of six months, and each time there was a prolonged period of time when just the yellow light was on by itself, and I ended up with a huge erythema wound on the back of my head, which has caused cancer. They tried to surgically remove it all, but the prognosis isn't good. See, these doctors have been using the CT-scan as a weapon. I know of about 20 guys in here walking around with erythema type wounds caused by the CT-scan machine being on the long without the rotator spinning. As for your maude database why can't there CT-scan machines be better failsafed so that the x-ray component can't come "on" by itself (as a weapon) unless the rotator is spinning first. Shouldn't it be at least hooked to a beeper, like the back-up beeper on big trucks? Please write back.